Manufacturer narrative:
Internal report # (B)(4). Customer declined replacement of the meter at this time. Customer only want to replaced the strips. Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue. Test strip UDI# (B)(4). Note: unable to make contact with the customer via telephone at call backs on 02/01/2017, 02/02/2017 and 02/03/2017. Manufacturer contacted customer on 2/13/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that the product is working perfect with the new strips. No medical attention reported at the time of the call. Customer feels fine. No symptoms are reported at the time of the call.

Event description:
Consumer reported complaint for e-0 error message: invalid hematocrit. The e-0 error message appeared as soon as the blood sample was absorbed. The customer's expected fasting/non-fasting blood glucose test result range was not disclosed. During the call on (B)(6) 2017, the customer stated she was feeling weak and sweaty. The customer declined medical attention and stated she was going to eat something and that she was fine. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 136 mg/dl using truemetrix air meter. Customer was comfortable with meter performance. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/27/2017 and open vial date is (B)(6) 2016. The meter memory was not reviewed for previous test result history.